Event description:
It was reported by a company rep that interrupted diagnostics were noted during the review of pt's programming history. The pt's off time was reset on (B)(6) 2008 and unk when the issue was corrected. Furthermore, current pt settings of (B)(6) 2010 indicated the off time to have been corrected and current diagnostics were noted to be within normal limits.

Manufacturer narrative:
Analysis of programming history.